Manufacturer narrative:
Results: the penumbra smart coil (smart coil) pusher assembly was returned twisted together. The pet lock was broken on the proximal end of the pusher assembly and retracted. The pull wire was retracted out of its ddt and the embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed that the smart coil was detached from its pusher assembly. The pet lock was broken on the proximal end of the pusher assembly and retracted. The pull wire was retracted out of its ddt and the embolization coil was detached from the pusher assembly. Further evaluation of the returned device revealed that the pusher assembly was twisted together. This type of damage likely occurred while packaging the device for return to penumbra. The non-penumbra microcatheter and embolization coil referred to in the complaint were not returned to penumbra for evaluation. The root cause of the reported issue of the coil being stuck in the introducer sheath could not be determined due to the returned condition of the smart coil pusher assembly and due to the embolization coil not being returned. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the paraclinoid of left internal cerebral artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed an initial coil near the neck of the target aneurysm using a non-penumbra guide catheter and guidewire. Next, a non-penumbra microcatheter was placed in the target aneurysm with the guidewire. While attempting to advance a new smart coil out of its introducer sheath and into the microcatheter, the physician encountered resistance and was unable to advance the pusher assembly further. Therefore, the physician retracted the pusher assembly and was then able to advance the coil out of its sheath. Thereafter, the smart coil was resheathed completely back into its introducer sheath and successfully re-advanced into the microcatheter. The smart coil was then deployed and detached into the aneurysm. Subsequently, the procedure was completed using a new smart coil, six additional coils and the same microcatheter. There was no report of an adverse effect to the patient.